Manufacturer narrative:
Follow-up #1 date of submission 12/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings:the complaint was not duplicated during investigation. Review of the pump¿s black box data showed a history of rebooting events. Inspection of the pump¿s case, components, and battery cap found these to be within specification. The pump was exercised for 24 hours without power issues or emitting alarms or warnings.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly powered off without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.